Manufacturer narrative:
During routine preventive maintenance testing, stryker observed the main keypad of the customer's device was working intermittently. Stryker replaced the main keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
During routine preventative maintenance testing by stryker, it was observed the main keypad was intermittently working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.